Event description:
New information received indicates that a patient presented with new episodes of post-paced t-wave oversensing on the ventricular lead via merlin.net. Oversensing was noted on a stored egm. Programming changes and dft were recommended.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient received episodes of post-paced t-wave oversensing via merlin.net. Episodes were noted on the ventricular lead on a stored egm. Programming changes were made. The patient is doing fine.